Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. Based on the available information, the reported single leaflet device attachment (slda) was attributed to procedural circumstances, as reported by the physician. The reported unexpected medical intervention was also determined to be the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a triclip was successfully advanced within the patient and placed on the leaflets. After the clip was deployed, it was visualized that there was a single leaflet detachment (slda) and the clip was no longer attached to the anterior leaflet. A second triclip was then implanted successfully for stabilization and to further reduce the tr. The procedure was discontinued, the final tr was reduced to grade 1+. There were no adverse patient sequela or clinically significant delays reported.